Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/ unknown, device lot number not provided/ unknown, device implant date unknown, reporter's first name and email not provided/ unknown.

Event description:
It was reported that the implant was removed due to periimplantitis.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned products identified severe wear and damage on the implants as well as dried blood and bone around the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The reported device was measured with calipers and the device was verified to match specifications. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Device evaluated by MFR: changed "no" to "yes".